Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that image noise occurred because the cable unit failed due to unexpected stress on the cable caused by the user's handling. As stated on the IFU and as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject camera head was returned to the service center. The evaluation confirmed the reported poor image quality as there was intermittent noise on the image and the cable was found defective. The device was repaired to specification and returned to the customer. A review of the camera head's repair history indicated the camera head was last serviced via repair on (B)(6) 2019. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the high definition camera head was producing poor image quality as it was hard to see. No patient injury or harm was reported.